Event description:
Customer reported no image on display. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and high voltage tank. System operates as intended. (B) (4).